Event description:
Pt underwent surgical procedure due to shoulder installation 2006. Pt underwent subsequent surgery in 2007, because surgeon found and suspected retained foreign body in pt's shoulder. Removal attempted but unsuccessful. Pt referred to arthroscopic specialist of the shoulder. Surgeon feels the retained foreign bodies are from the instrument used to place screw.